Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment displays reading errors on biometry and the calculations are not correct. Also, that the system fails to detect the right eye. No harm to the patient was reported.